Event description:
In 2004 a pt fell while being lifted in an uno 102 pt lift. According to the facility the sling bar titled during the lift, then a "ping" sound was heard as the safety latch moved up the sling bar and over the sling hook. Next the sling came off the sling bar and the the pt fell. The same sling was then reattached to the sling bar and the pt was successfully lifted. The next day the equipment was inspected by liko's local distributor. The lift was found to be in good working condition. Both safety latches on the sling bar were found to be in place and working properly. The sling used for lifting was an ez lift sling p/n 50311m. While meeting with the health care providers at the facility the incident could not be reproduced. Therefore it is not clear whether the cause of the incident could not be reproduced. Therefore it is not clear whether the cause of the incident was improper securing of the sling, incorrect sling sizing, or lifting technique. The facility was advised to only use liko slings with liko pt lift equipment. This is a mandatory to insure pt and caregiver safety. Since liko pt lifts are designed and tested with only liko brand slings, any substitution places the pt and caregiver at risk.